Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 298-400 mg/dl). The infusion set and cartridge were changed multiple times and a correction boluses were delivered to address bg. Ketone level was large and healthcare provider identified ketones as being dangerous. Pump system check was performed and pump was found to be functioning as intended. Customer declined to remove current infusion set site and reported no issues with the previous site; needle was not compromised. Upon follow up, customer reported elevated bg had continued and declined further assistance from tandem technical support. Customer reverted to an alternate method for insulin therapy.